Manufacturer narrative:
Suspected lot # r21b23144. Suspected lot # r21k08024. Suspected lot # r21d20096. Suspected lot # r21d21110. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "jloop" of one-link non-dehp standard bore catheter extension set broke apart which resulted to a blood leak. It was further reported he luer lock becomes detached from a cannula. This issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the suspected lot # r21b23144 was manufactured between 02/23/2021 and 02/24/2021. H4: the suspected lot # r21k08024 was manufactured between 11/09/2021 and 11/10/2021. H4: the suspected lot # r21d20096 was manufactured between 04/20/2021 and 04/21/2021. H4: the suspected lot # r21d21110 was manufactured between 04/21/2021 and 04/22/2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.